Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that on (B)(6) 2019 a patient was seen at the hospital for suspected infection. An infection was confirmed, and an explant procedure occurred to remove the system for the patient to be treated for this infection. This device will not be returned for analysis. No further adverse effects were reported.